Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2019, it was reported that the air was not getting through the device. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was march 14, 2018 where it was reported that the blades are coming loose and the bearings, seal and retaining ring, motor, poppet assembly, o-ring, machined head, and calibration shaft were replaced. This is not a related issue. Product review of the air dermatome on june 18, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on june 18, 2019 which included replacement of the vespel bearings and semicircle bearings. Air dermatome, serial number 111390, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the device operated within motor speed specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device operated within motor speed specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the air was not getting through the device. There was no harm or injury to the patient or operator. No further information is available. No adverse events were reported as a result of this malfunction.